Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed. Body of screw remains in patient, head of the screw was discarded.

Event description:
As reported: "the asnis 4.0 was broken during removal surgery. The doctor attempted to remove the broken screw using the extractor for 4.0 mm diameter in the asnis 4.0 extraction set, but the tip of the extractor was also broken (chipped). The broken extractor tip was removed eventually. However, only the head of the screw could be removed and the doctor closed surgical incision while the thread part of the screw was left in the patient's body. Only the shaft of the extractor will be returned from the facility. Broken tip of the extractor and head of the screw were disposed at the hospital after removal.".